Manufacturer narrative:
The pump was received with a constant blank flashing white light on the display and constantly beeping due to a vertical crack on the lcd controller. The pump was received with broken off belt clip rails and a cracked select button keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that display screen was flashing on and off while insulin pump was making a loud noise even after battery was removed. Customer's blood glucose was 8.1 mmol/l. Insulin pump would be replaced.